Event description:
Suture breakage, post-op. Suture is alleged to have broken two (2) days post op following carotid endarterectomy surgery. On 3/23/96, twenty (20) days following the incident, the pt expired. Incident was not reported to co at the time of the incident.